Event description:
Patient received 3rd injection of synvisc on (B)(6) 1998 to left knee by orthopedic surgeon. The following a.m., the patient experienced acute onset of pain and swelling of left knee. On physical exam, patient had tense effusion, warmth, and pain with range of motion. Eighty milliliters of yellowish synovial fluid was withdrawn and sent for studies. Patient managed with nonsteroidals and standard immobilization techniques.